Manufacturer narrative:
Bock h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the physician deployed the band onto the varices; however, when he went back to visualize, the band was not present. This happened to four bands from the same device. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.